Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, it is speculated that the device has been delivered for more than 4 years, and that the reportable malfunction of the "igniter failure" has deteriorated due to long-term use, resulting in a failure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced asset light source was returned to the service center for evaluation. The service technician found the unit had a faulty main lamp igniter. Additionally, a loose video scope connector socket was not protecting the pins, front panel damage, top cover multiple scratches, pump low air pressure, and the olympus lamp (lamp life read 500+ hrs). The light source passed all other functionality tests. The light source was repaired and returned to stock. The investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard service inspection of an asset return, the evis exera iii xenon light source's was found to have a main lamp igniter failure. The customer did not report any problems associated with the device and there was no patient injury or harm reported.